Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during rewind as a result of a motor encoder signal being out of phase.

Event description:
The customer reported that the insulin pump alarmed motor error. The caller stated that the device may have been exposed to a high magnetic field while having an MRI. The blood glucose reading was 130mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.